Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving a really long beep, replaced battery and received alarm. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, reset anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.